Event description:
It was reported that a ventricular assist device (vad) stop alarm occurred during a prophylactic controller exchanged. The controller failed to re-start the vad. The vad is included in the subgroup 3 population for delay or failure to restart. A controller with alternate software was used to restart the vad. The patient was reported to be in good condition and was sent home. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420 / catalog #:1420 / expiration date:30-apr-2025/serial#: (B)(6) d9: no h3: no h4: mfg date: 26-apr-2024. H5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional product: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller (B)(6) were not returned for evaluation as the vad remains in use and the controller¿s device location is unknown. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Review of the controller log files associated with (B)(6) revealed a controller power-up event on 26/feb/2025 at 11:33:05, which was followed by several events indicating that the controller was turned on for initial programming of the controller, such as setting of the patient ID, pump ID, and date/time. An additional controller power-up event was logged at 12:38:11, followed by a vad disconnect alarm at 12:38:19, indicating that the controller was powered on without the driveline connected. This vad disconnect alarm cleared at 12:38:32, indicating that the driveline was connected to the controller. However, an additional vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, was logged at 12:38:48 and cleared at 12:38:49. Another controller power-up event was logged at 12:39:35, indicating a loss of power to the controller, likely during troubleshooting during the reported controller exchange process. This was followed by a third vad disconnect alarm at 12:39:39, indicating that the controller was powered on without the driveline connected. Of note, log files indicate that the controller lost power at 12:38:52, only three (3) seconds after the second vad disconnect alarm cleared. Throughout this sequence of events, no motor start attempt events were recorded in the logs. It is likely that the time between controller power-ups, vad disconnect alarms, and controller losses of power was insufficient for the controller to complete its motor start attempts. Review of the controller log files associated with (B)(6) revealed that the controller was loaded with the alternate software for the pump start algorithm. Log file analysis associated with (B)(6) revealed a controller power-up event on 26/feb/2025 at 12:09:01, followed by a vad disconnect alarm at 12:09:11, indicating that the controller was powered on without the driveline connected. The vad disconnect alarm cleared at 12:09:11, after which several settings, such as patient ID, pump ID, and date/time were programmed, which corresponds with the reported secondary controller exchange. However, the available log file data did not provide evidence of the reported successful pump start event on (B)(6). As a result, the reported failure to restart event could not be confirmed. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to the controllers being powered up without the driveline connected and/or physical disconnections of the driveline from the controller during the reported controller exchanges and/or troubleshooting. Based on the available information, the most likely root cause of the controller loss of power events can be attributed to the initial programming of the controller and/or the reported controller exchanges. It is possible that the timing of the events resulted in the inability of the pump to complete its motor start attempts, which may have been perceived as the reported failure to restart event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.